Event description:
It was reported that the device "failed accuracy" with a result of 9.60% over specifications. No adverse effects reported.

Manufacturer narrative:
One cadd legacy pump was returned for analysis for "failed accuracy" issue. The customer's reported allegation was confirmed. Service trimmed the pump expulsor and replaced the downstream occlusion sensor. The pump passed all functional and delivery testing. DHR review was preformed and no problems or issues were identified during the DHR review. The root cause of the reported issue is unknown.